Event description:
Allergan sales representative reported on behalf of the physician that a lap-band device was explanted due to a suspected leak. There is no further info at this time. Follow up is in progress.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."